Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that the left ventricular (lv) lead was not able to be placed into the target vein due to an occlusion. The lead was not implanted and another lead was implanted on a subsequent date. No further patient complications have been reported as a result of this event.